Event description:
It was reported that the physician attempted to place an ams retroarc sling in (B)(6) 2014. It was reported that the physician made "4 attempts at placing retroarc tape," it was also reported that there was a bladder perforation and that the retroarc sling was "removed, patient remains untreated." No other information was provided in association with this event.